Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured and was then explanted and replaced. The right ventricular (rv) lead was also explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.